Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscanto ii- results are not ideal - erroneous results ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on the instrument showing abnormal results which may lead erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12jan2020 to 12jan2021. Complaint trend: there are 13 complaints related to the issue of erroneous results. Date range from 12jan2020 to 12jan2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was misaligned optics. As the exact cause for the misalignment could not be determined, several risks related to misalignment have been listed in risk analysis section below. Possible causes to the misalignment include movement during shipping, misalignment during preventative maintenance, and an out of focus collection lens. The fse (field service engineer) checked the issue onsite and checked the performance of the instrument. They then adjusted the optical path and confirmed that the instrument was working as intended by passing the quality control test and 7 color test. No parts were requested for evaluation as no parts were in need of repair or had to be replaced. Although the unexpected results were from patient samples, the customer confirmed that no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4). Install date: 18mar2020. Defective part number: n/a. Work order notes: subject / reported: pi-338962-facscanto ii- results are not ideal/facscanto ii-unsatisfactory results. Clinical, patient specimens, test results are not used for patient treatment. Problem description: facscanto ii- results are not ideal. Clinical, patient specimens, test results are not used for patient treatment. Work performed: check the instrument, debug the optical path, pass the test quality control, pass the 7-color quality control, and the instrument is operating normally. Cause: optical path deviation. Solution: check the instrument, debug the optical path, pass the test quality control, pass the 7-color quality control, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because no parts needed to be replaced. Risk analysis: risk management file part # (B)(4), rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. Potential failures related to the issue of misaligned optics have been listed below. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes or no? Item: 2. Filters. Function: 2.1 pass correct light wavelength bands. Potential failure mode: 2.1.1 not positioned properly in holder. Potential effect(s) of failure: 2.1.1.1 events not detected or misclassified. Potential cause(s)/mechanism(s) of failure: 2.1.1.1.1 loose filters, might fall out during shipping. Current controls: foam holds filters in during shipping. Severity: 5. Occurrence: 4. Detection: 3. Rpn: 60. Item: 7. Collection lens. Function: 7.1 focus broadband light onto collection fibers. Potential failure mode: 7.1.1 light is not adequately focused. Potential effect(s) of failure: 7.1.1.1 poor sensitivity, misclassification. Potential cause(s)/mechanism(s) of failure: 7.1.1.1.1 less than ideal chromaticity in collection lens ¿ compromise wavelength must be chosen to optimize alignment. Current controls: once lens is set during manufacturing, installation and/or during pms, the lens performance does not change. Severity: 8. Occurrence: 1 . Detection: 1. Rpn: 8. Item: 12. Fluorescence detection channel. Function: 12.1 resolve particles in fluorescence. Potential failure mode: 12.1.1 cv goes out of specification over time (between pms). Potential effect(s) of failure: 12.1.1.1 clinical applications unable to ID populations, misdiagnosis. Potential cause(s)/mechanism(s) of failure: 12.1.1.1.1 drift in alignment. Current controls. 1. Intrinsically broad cvs of populations in clinical samples. 2. Process controls for 4c multitest, 6c multitest, future applications (stem cell enumeration kit, tritest, leucocount). 3. Algorithm flags: bead gate, cd3 separation, default-gating-used flag (for quadrants). Severity: 8. Occurrence: 1. Detection: 5. Rpn: 40. Mitigation(s) sufficient yes or no? Root cause: based on the investigation results the root cause was due to misaligned optics. Conclusion: based on the investigation results, the root cause of the instrument producing erroneous results was due to misaligned optics. The fse confirmed the issue onsite and adjusted the optical paths of the instrument. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported while testing with bd facscanto¿ ii erroneous results were obtained. Confirmatory testing performed and results remained. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from chinese to english: facscanto ii-unsatisfactory results customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd facscanto¿ ii erroneous results were obtained. Confirmatory testing performed and results remained. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: facscanto ii-unsatisfactory results customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.